Manufacturer narrative:
When using the impacted lot of matrix cells, some customers have experienced controls out of range, discrepant patient results and calibration errors with the axsym troponin-I adv assay. Abbott has not received any reports of adverse events related to the impacted lot of axsym matrix cells. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated the axsym troponin-I adv low control is out of range high. The account performed calibration several times with the same calibrator with no resolution. Calibration with a new calibrator generated axsym troponin-I adv low control out of range low results. The customer discarded all matrix cells in use and recalibrated using a different matrix cell lot. All controls were in range. No results were reported outside of the laboratory. No impact to patient management was reported.